Event description:
A needle disengaged from the syringe during a bovine collagen injection. It did not disengage forcefully and was removed from the pts skin without incident. The procedure was completed with a backup syringe of zyplast. There was no injury to pt or staff. If the malfunction were to recur it could cause injury.